Event description:
The endo gia¿ ultra universal stapler failed to fire when used for doctor's add on laparoscopic appendectomy. Another handle and egia 45 articulating vascular load was opened and fired successfully. Wasted 1 handle and load. Clinical staff saved malfunctioning stapler for further investigation.